Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having "jabbing" pain where the implantable pulse generator (ipg) is located, a constant burning sensation located along the inner left breast, chest pain and jaw pain. They also reported suffering from pain and a burning sensation when the thresholds on the right atrial (ra) lead were increased by the cardiologist. The ra lead was reprogrammed which resulted in an improvement of pain symptoms. Device checks were performed and no performance issues were found on the ipg. Both the ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.